Event description:
As reported by the field clinical specialist (fcs), approximately 7 years, 3 months, 7 days post tavr procedure with a 23mm sapien 3 valve, the patient presented shortness of breath and edema due to stenosis. The valve was post dilated, and then a valve in valve procedure was done with a 20mm sapien 3 ultra resilia valve with good end results. Per additional information received, there is a stable bioprosthetic aortic valve present. There is severe prosthetic aortic valve stenosis (peak transaortic velocity of 3.2 m/s; mean gradient of 23mmhg; effective aortic valve area was 0.8 cm2; doppler velocity index was 0.27; acceleration time 110 ms). There is mild (1+) central aortic valve regurgitation. The prosthetic leaflets are diffusely thickened and calcified, and the prosthetic leaflet mobility is severely restricted. The patient was stable and discharged. Per medical records received, the patient was evaluated for progressive valve dysfunction and subsequently underwent successful implantation of a 20 mm sapien 3 ultra resilia valve within a 23 mm sapien 3 valve in the aortic position. A transesophageal echocardiogram performed on demonstrated severe bioprosthetic aortic valve stenosis with mild transvalvular aortic regurgitation requiring intervention. The patient underwent further evaluation with computed tomography analysis to assess suitability for transcatheter aortic valve replacement valve in valve therapy and was initially determined to be suitable. The patient underwent successful valve in valve implantation. Intra procedural findings noted diffusely thickened and calcified prosthetic leaflets with severely restricted leaflet mobility. The medical records provided did not include the computed tomography scan report, which would likely have documented the extent of valve calcification noted intraoperatively.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Although the exact cause and source of the calcification cannot be determined, it is possible patient factors (hypertension and congestive heart failure) may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.